Event description:
During the surgery that was only to extract the implants on (B) (6) 2007 (primary surgery: (B) (6) 2005), when the surgeon was taking out the third screw out of 4 screws, the screw could not be extracted; then plate could only be taken out while the 3rd screw was still in the bone. In another words, the 3rd screw passed through the plate. The 1st, 2nd, and 4th screws had no problem. There was no injury to the pt or no intervention was required due to the event.